Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1(initial reporter facility name:(B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had multiple cubies in a drawer that failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had multiple cubies in a drawer that failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pockets were failed. A field service engineer (fse) confirmed that the customer removed the faulty pocket to resolve the issue and reloaded medications to verify the functionality. The system functioned as intended after the customer resolved the issue of the device.